Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 45 mg/dl at the time of the incident. Customer also reported that the sensor cannula fell off the sensor once and it was removed from her body. Customer stated they inserted a sensor and it bleed they inserted a second sensor and when they removed the needle and thinks cannula might had slid off. Customer declined troubleshooting for low blood glucose and blood at site. The insulin pump will not be returned for analysis and sensor will be returned for analysis.